Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a bent tip in the wash well of the pipette assembly. All plunger and tip clamps were checked and were fine. The drawer assembly and drain tubing were replaced. The instrument was tested without further problem and returned to service.